Event description:
Dr stated patient has toxic anterior segment syndrome and was seen within 2 days of procedure. Pt complained of haziness in vision. Pt was admitted to hospital and eventually the implant was removed. Dr called unit two weeks later to notify nurse of infection. We learned of event two weeks afte surgery. Phacocmulsifier tip (syd) - reprocessed by sterilmed, inc; irrigation / aspiration tip-flash sterilized; inserted tip. Terminally sterilized.